Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided step-by-step information on how to reset their pump, resolving the issue and successfully starting their sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.